Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, a 1.5 - 2 cm stone was captured within the basket. While attempting lithotripsy, 'the internal part of the basket broke down from the handle.' Although the exact nature of the failure is not known, it is believed that the internal pullwire broke. The physician was able to release the stone by angling the basket. Reportedly, no stones were captured and crushed prior to this event. The device was withdrawn from the patient and a plastic stent was inserted to complete the procedure. No damage to the device or its packaging was visible prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use. The basket was extended and approximately 2.3 cm of the pullwire was exposed. The basket tip was intact but the guidewire lumen (side-car) presented push-back. The handle cannula was found to have been pulled out of the finger ring portion of the handle assembly and pushed forward into the distal end of the handle assembly. The handle cannula was manually forced back through the distal end of the handle assembly, and was found to be properly dimpled and presented evidence that the set screws had been properly seated against the cannula during the manufacturing assembly process. Additionally the cannula presented deep score/drag marks from the dimples to the proximal end as the cannula had been forcibly pulled out from the set screws. A functional evaluation of the device to extend and retract the basket could not be performed because of the returned condition. The condition of the returned incident device was consistent with the complaint that the wire in the handle broke. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) stone removal procedure performed on (B)(6), 2012. According to the complainant, during the procedure, a 1.5 - 2 cm stone was captured within the basket. While attempting lithotripsy, "the internal part of the basket broke down from the handle." Although the exact nature of the failure is not known, it is believed that the internal pullwire broke. The physician was able to release the stone by angling the basket. Reportedly, no stones were captured and crushed prior to this event. The device was withdrawn from the patient and a plastic stent was inserted to complete the procedure. No damage to the device or its packaging was visible prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.